Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: brief inquiry description: air in line. Detailed inquiry description: description as noted per organizations internal report. " patient post op open heart surgery. Air alarm in the line. Epi drip was paused to clear the air bubble. Pt was labile to start with but now became hypotensive. Clearing the air took a few attempts. The IV tubing was sequestered." No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) sample was provided for evaluation. The sample was visually evaluated with no defect noted. The sample was attached to observe if it would fit into the pump the tubing did not need to be stretched and there was no evidence of interference between the tubing couplers and the pump housing. In an attempt to replicate the reported defect of the air-in-line alarm on the pump, the sample was attached to the pump and then tested by running therapy while staggering the rate of flow throughout the therapy. No alarms occurred during the testing of the returned sample. The sample was also leak tested with no leakages observed. Functional testing also included reading the millivolt reading of the air sensor of the pump with the set. A measurement of the outer diameter of the pump segment tubing was taken and found to be 0.152in which meets the specification of 0.150-0.154 inches. Based on the evaluation results, the reported defect of air in line was not confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.